Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the rv lead was placed to many positions in ventricle but all with poor pacing and high impedance. It was also reported the rv lead exhibited undersensing. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.